Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level. Customer alleged that the low bg was due to basal settings. Customer declined to provide any further information or troubleshoot.